Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the programmer was not turning stimulation off the past couple of weeks. The patient connected with the programmer and was able to turn stimulation off on the call. The patient said she can feel stimulation when the device is turned off. No falls or trauma were reported. The patient communicated with the ins and the device showed stimulation was on. The patient was able to turn stimulation off, but the patient still can feel stimulation with the therapy off. The patient was redirected to follow up with their healthcare provider to have the ins and leads checked. No further complications were reported. Additional information received from the patient via the manufacture representative reported that the patient ins was briefly turned on (B)(6) 2018 and then was subsequently turned off. The patient stated that on (B)(6) 2018 while getting out of bed they felt a jolt. It was noted that at this time the patient believed the ins was off as they do not go to sleep with it on. The patient reiterated that they still feel stimulation even when the ins is off. The change in stimulation was considered sudden. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative and healthcare provider (hcp). It was reported that the cause of the jolt was not determined. The patient saw a hcp on 2018-(B)(6). The hcp stated that should the patient have another episode like this, x-rays of the thoracic spine will be necessary as well as CT scans on the brain, cervical spine, and thoracic spine. The patient said she still feels as though the scs is on even if it is off. The patient feels a very light tingle in her lower legs and feet. The patient said it is not painful. The patient mentioned having neuropathy and cellulitis. No further complications were reported.